Event description:
During remote monitoring, episodes of undersensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, but no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.